Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although, the root cause is undetermined a puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that the tip of the balloon had a small leak. Blood began to get in the balloon. As a result, the intra-aortic balloon (iab) was removed and replaced with another iab successfully. Patient outcome reported as fine. There was no reported delay in therapy that caused harm to the patient. There was no reported death or patient complications. Additional information received from teleflex spain stated that the small leak was noticed because there was blood in the tube.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the balloon had a small leak. Blood began to get in the balloon. As a result, the intra-aortic balloon (iab) was removed and replaced with another iab successfully. Patient outcome reported as fine. There was no reported delay in therapy that caused harm to the patient. There was no reported death or patient complications. Additional information received from teleflex spain stated that the small leak was noticed because there was blood in the tube.